Event description:
It was reported that a user experienced elevated blood glucose of 360 mg/dl after eating while using the ilet system, and the device was not synced at the time of the call; the user reported announcing the meal, declined a supply change, and noted that glucose was trending down to 300 mg/dl. Symptoms included hyperglycemia. Outcomes included no injury, no emergency treatment, and no hospitalization. Troubleshooting and education were provided, including discussion of supply change and attempts to retrieve device reports, but syncing could not be completed. Investigation included technical support assessment based on user feedback. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction due to inability to review synced data. It was concluded that the event was user-reported hyperglycemia with cause not determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.